Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver a dose when the button on the patient bolus cord was pressed. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump with a reported problem of "during occlusion check they are getting an 810:11 error." During service at baxter it was discovered that the ail pcb (air in line printed circuit board) was out of calibration and was recalibrated. There was no report of patient injury, adverse event or medical intervention associated with this report. The user interface module master software version for this device is (B)(4), categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: during a review of the event history, the event occurred a total of five times on the reported occurrence date. Additional: there is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed but not duplicated.